Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed off no power alarm. Customer reported, she had changed the battery and woke up that morning to the device alarming. Customer did not know blood glucose level. Customer stated, she did receive a low battery and it was less then 24 hours that alarm occurred. Customer reported, the battery cap was not loose, cracked, or damaged. Customer stated, she was going to change the battery until customer received new battery cap and would call back. No further information reported.